Event description:
It was reported that his cardiac resynchronization therapy defibrillator (crt-d) was implanted and tested the lead connections. The right ventricular (rv) lead was unable to be placed regularly due to the patient having a valve replacement, so it was placed through the coronary sinus. The rv thresholds were noted to be high and the patient had low heart rate overnight. The hospital staff confirmed the patient has asystole for about 20 seconds during a failed right ventricular automatic threshold (rvat) test. A temporary pacer was used for the patient. It was also noted the patient experienced phrenic nerve stimulation (pns) due to the placement of the rv lead. Technical services (ts) reviewed and discussed that changing the programming will avoid pns. This crt-d system remains in service. No additional adverse patient effects were reported.